Event description:
It was reported that the customer had high blood glucose levels of 405 mg/dl. The customer reported treating with a bolus from the insulin pump. The customer also had low blood glucose levels of 47 mg/dl during dinner. The customer reported that she was not able to correct the food intake prior to the infusion set change. The customer also requested assistance in priming the insulin pump. The customer declined to troubleshoot the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.